Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the device, the physician could not get the set screw to align correctly in the grommet after inserting the right ventricular and the left ventricular lead pin connectors into the header. After some trouble shooting, the right ventricular lead was seated completely in the header, but the set screw would not torque. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.